Event description:
It was reported by the contact that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support was unable to perform trouble shooting as the contact did not have the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.